Event description:
Customer reported having a crack on the insulin pump and stated that half of the plastic was lost. Customer also mentioned that there were several scratches on the display and battery chamber. Customer's blood glucose reading at the time of the call was 8.3 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at a display window corner, broken battery tube threads, a cracked reservoir tube lip and a shifted end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.